Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked at the "open end" (female connector) when in a closed position. This occurred before placing a minicap on the female connector of the set. The patient went to the clinic and the transfer set was immediately replaced. During examination of the transfer set, the twist clamp was found separated from the main body. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed occlude feet were broken on the light blue main body of the set. The broken occlude feet would cause the set to leak with the twist clamp in the closed position. The reported condition was verified. The cause of the broken occluder feet could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.